Event description:
It was reported that the height locking screw of a capri corpectomy cage became cross threaded during final tightening. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay by using another available set screw.

Manufacturer narrative:
Status and location of the device is unknown.

Manufacturer narrative:
H6 has been updated to reflect completion of the investigation.

Event description:
It was reported that the height locking screw of a capri corpectomy cage became cross threaded during final tightening. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay by using another available set screw.